Event description:
It was reported that it was not possible to interrogate an implantable device with the programmer. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The programmer was analyzed and no anomalies were found. (B)(4).